Event description:
It was reported to philips that the device experienced an ECG failure. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the device experienced an ECG failure. There was no patient involvement. The field service engineer (fse) found the ECG cable needed to be replaced. Upon conclusion of the evaluation, it was determined that the ECG requires replacement. It was replaced. The device passed testing and was put back into service.